Event description:
The customer reported to natus about their nicview camera, that it was broken and fell on a baby. The infant had a bruise to the forehead. No delay in treatment.

Manufacturer narrative:
Follow up report 002 (ref natus complaint (B)(4)). Product examination and functional testing: on the (B)(6) 2021, natus received the suspected part back, and performed the evaluation. They noted "programed cam-002r for cam: 30 new serial number/mac address is (B)(6). Attached to arm-003 (sn (B)(6)), included a power cord (a1011x). Assembly passed functional & electrical test." CAPA and complaint trending review: there are two capas related to this issue: capa004519 and capa004584. Risk management review : the device risk analysis, (B)(4), under b1, severity score 3-medium and the risk rating is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years ((B)(6) 2017) and a manufacturing defect is very unlikely. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found. Failure confirmed: yes. Customer symptom code: damaged device. Investigation result code (n/a to all qms): (B)(6). Unknown source of damage.

Manufacturer narrative:
(B)(4). Technical service has requested the customer to return the product for further evaluation. The customer reported to natus about their nicview camera (B)(4) (date of manufacturing: 6/30/2017) was broken and fell on a baby. There was injury, bruising and red mark on the patient. The technical service representative explained to the customer that the issue natus has been seeing can be addressed by loosening the set screw on the mount and only adjusting the camera by the flexible neck. Ts requested the screw was entirely too tight. This combined with forced movement to position the camera causes the pin to eventually break. Tsr noted that the fca remediation will correct this issue and advised the customer that the cameras should never be placed directly over the bed spaces. The customer clarified that when their nurse moved the camera and a piece of plastic broke off which caused the camera to drop and move forward. Instead of dropping straight down, the camera dropped and slide forward crossing over the top of the crib and hit the infant. They believed there was no reason the plastic piece should have broken off, as it was not stuck on anything. There are two capas related to this issue CAPA(B)(4) and CAPA(B)(4). The device risk analysis, (B)(4), severity score 3-medium and the risk rating is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. A DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years (06/302017) and a manufacturing defect is very unlikely. A search for service data that may have been relevant to this issue was conducted. No further information related to this issue was found.

Event description:
The customer reported to natus about their nicview camera, that it was broken and fell on a baby. The infant had a bruise to the forehead. No delay in treatment.

Manufacturer narrative:
18 march 2021: ref natus complaint sr# (B)(4). On the 11 march 2021, the customer stated that they would send the device back for evaluation. The device has not been received to date.

Event description:
The customer reported to natus about their nicview camera, that it was broken and fell on a baby. The infant had a bruise to the forehead. No delay in treatment.